Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the malfunction was attributed to an electrical problem associated with a faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited a noisy/snowy image. There were no reports of patient involvement.